Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient presented to her physician's office due to a suspected infection at the ipg site. Reportedly, cultures were taken; however results are pending. Follow-up identified the patient was subsequently hospitalized for 2 days and given IV antibiotics to further address the issue. Surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted. The patient was discharged the next day and prescribed oral antibiotics as additional treatment.